Event description:
It was reported that the patient underwent a lapidus arthrodesis surgical procedure that utilized a paragon 28 phantom 3-hole intramedullary nail. The patient was found to have a non-union at the tarsometatarsal joint. The nail was found broken post-operatively and was revised. During the revision, the proximal portion of the nail was not removed from the patient.